Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was going on and off for a month the pt was having problems recharging the implant (ins) for it was not connecting since it would disconnect. They tried to get some testing done as well but the stimulation would not turn on or off, caller thought that was because the stimulator was discharged. Caller had not been with pt during that time and during reason for call they were recharging the ins at good, agent had caller reposition and it was recharging at excellent. The controller was at 60% and ins was in the red. Caller though the pts issue was due to a lack of confusion and not the equipment's fault. They wanted to meet with a rep to get educated in person again. The patient was redirected to their healthcare provider to further address the issue.